Event description:
It was reported that the line is leaking at the insertion site just under the skin.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) of revh0958 showed no other similar product complaint(s) from this number.